Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The record showed a blood glucose level of 180 mg/dl, which was within the normal range. The customer was planned to return the broken device, and a replacement pump was to be provided.